Event description:
A customer contacted baxter's technical service center reporting that she discovered a puddle of solution on the floor and could not find where it came from. The technical service representative (tsr) assisted the home patient (hp) with ending therapy and starting over with new disposables. The hp to start over with new disposables. During a follow up with the nurse regarding the puddle of solution on the floor, the nurse stated that she had spoken to the hp earlier that day. The nurse did not know the source of the puddle of solution. Per nurse, hp did not have any injury or harm as a result of this incident. The nurse stated that hp did not report any loose connection, separations or defects on any of the supplies. Per nurse, hp is doing fine and continuing therapy without any issue. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.